Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported a clinical diagnosis of a pump pocket infection. The patient had erythema around her pump pocket and was started on antibiotics. The patient did not respond to outpatient antibiotics and acutely deteriorated with increased malaise and fatigue as well as anorexia. She was subsequently admitted to the hospital on (B)(6) 2015 and the pump and catheter were explanted without replacement. Intravenous (IV) vancomycin was administered. Abnormal lab testing was reported. The lab testing found moderate gram-positive bacilli and many white blood cells. The severity was reported to be severe produces significant impairment of function or incapacitation and is a definite hazard to the subject's health). The pump was infusing compounded baclofen. The issue was ongoing as of (B)(6) 2015. An additional clinical diagnosis of erythematous tissue at the lumbar site was also reported. The patient was presented for a post-operative evaluation following the entire system explant secondary to pump pocket infection. The examination revealed erythematous tissue at the lumbar site on (B)(6) 2015. The severity was reported to be does not interfere in a significant manner with the subject's normal functioning level). This issue was resolved without sequela as of (B)(6) 2015. Both clinical diagnoses were reported to not to be related to the device so a device diagnosis was not applicable.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to erythematous tissue at the implant site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
At a post-operative evaluation, six days after the implant of the intrathecal drug delivery system, the patient presented with a pump pocket seroma. The seroma was aspirated and about 30ml were sent to a laboratory for analysis. It was noted that the event was related to the procedure. The severity of the event was considered mild, as it had not interfered with the subject¿s normal functioning level in a significant manner. As of (B)(6) 2015, the event was considered ongoing. It was later reported 107 ml was aspirated from a seroma on (B)(6) 2015. Examination revealed erythema lateral to incision measuring approximately three centimeters at the pump pocket site on (B)(6) 2015. The patient was administered keflex 500 mg every 6 hours on (B)(6) 2015. On (B)(6) 2015, medications administered included stopping keflex, and started bactrim ds every day (qd) and doxycycline 100mg twice per day (bid). The patient was re-started on keflex which did not improve symptoms, so the keflex was stopped and she was started on bactrim and doxycycline. The doxycycline caused nausea and vomiting, so that was stopped. Medications administered, stopped doxycycline secondary to nausea and vomiting, and continued bactrim ds, and started zofran and promethazine on (B)(6) 2015. The event was on-going as of (B)(6) 2015. It was later reported the pump was explanted. The device system was being used to deliver dilaudid, baclofen, and bupivacaine.